Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced successfully. No additional information was available.